Event description:
Procedure type: nissen: according to the reporter: the jaws would not unlock and the tip broke off while trying. Another device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).